Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained rv oversensing episodes. Review of the episodes revealed non-sustained rv oversensing detected due to sensed ectopic beats. Patient has regular pvcs that result in the inappropriate detections of non-sustained rv oversensing even though they are sensed appropriately. Programming changes were recommended. The patient condition was fine.